Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device interrogation, a full power on reset (por) was observed. It was noted the device parameters were set to the programmed settings and the device remains in use. No patient complications have been reported as a result of this event.